Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient was home alone when they began experiencing severe shaking. The cgm reading at that time was 69 mg/dl. The patient contacted her doctor, who advised them to check their blood glucose using their blood glucose meter. The patient attempted to take multiple fingersticks, but the blood glucose meter was showing an error. The patient called the emergency medical services, and when the paramedics arrived few minutes later another fingerstick was taken. The blood glucose meter displayed a blue blinking light, and they were unable to obtain a reading. The paramedics checked the patient´s blood pressure, which was normal, and the patient was brought to the hospital. At the hospital the patient was given intravenous fluids. Blood work was done and when the results came back the blood glucose reading was 501 mg/dl, while the cgm reading continued to be 69 mg/d. The patient was treated with insulin injections. No further treatment was reported to be needed, and the patient was discharged after 13 hours. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.